Event description:
It was reported that customer experienced issue where t:slim x2 pump battery did not charge despite use of tandem charging cable, tandem wall adapter, confirmed working outlets, and alternative charging cable and wall adapter, and that pump showed power source alert. There was no reported impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy while tandem technical support arranged replacement pump, instructed customer to leave pump connected for extended charging attempt, confirmed shipping details, guided customer to place pump into storage mode before return, and advised customer to manually enter pump settings into replacement pump, which customer understood and acknowledged.